Event description:
It was reported that the customer was hospitalized due to confusion and a blood glucose reading of 69 mg/dl. The customer's family does not feel that the problem was caused by diabetes or the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.